Event description:
This report is being submitted in response to medwatch report # (B)(4) which was received from the FDA on 4/20/2015. The event description states the following: "during a cardiac cath when getting access with the glidesheath (introducer for the wire) it was noticed that at the diameter where the wire goes in was leaking a small amount of blood. The sheath was not replaced during the case, the case continued and patient did fine with no complications."

Manufacturer narrative:
This report is being submitted as a precautionary measure in follow-up to the user facility medwatch report # (B)(4), even though the criteria for submission of an MDR was not met based on the available information. (B)(4). Although the patient had no complications, the reported blood loss is estimated at 15ml. The actual sample was not returned to the manufacturing facility for evaluation. The retention sample from the involved product code/lot number combination was evaluated. Visual inspection did not find any anomalies on the sheath. The sheath was submerged in water and an air pressure of 0.3kgf/cm2 was applied to the inside, no leak was noted. The sheath was then inserted over the 0.021" guide wire included in the kit and submerged in water. In this state, an air pressure of 0.3kgf/cm2 was applied to the inside of the sheath. No leak occurred. A review of the device history record of the involved product/lot number combination confirmed there were no production-related problems. A review of the shipping inspection record of the involved product/lot number combination confirmed that there were no discrepancies in the inspection results. A review of the complaint files confirmed that the involved product/lot# combination has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the dilator being inserted off-center of the crosscut valve, damaging the valve and resulting in the leakage noted. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device not returned.